Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. Instead, the device logs of the customer's report were provided to our data review team. During the analysis in question, the device encountered interference caused by the pad placement. The minor artifacts caused by the placement of the pads likely influenced the waveform analysis causing the first of the three analysis sections to be considered non-shockable. The second section was recognized as course ventricular fibrillation and was determined to be shockable. The third section was determined to be non-shockable due to the wave signature. The device determined that two of the three segments were considered non-shockable resulting in a no shock advised analysis. The device was found to function as designed and configured within the limitations of the technology available. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device gave a "no shock advised" prompt for a rhythm clinicians believed was shockable. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.